Event description:
It was reported that balloon burst occurred. A: 16-6/5.8/75 xxl esophageal balloon was advanced for dilation. However, during the procedure, it was noted that the balloon burst. No patient complications were reported.

Manufacturer narrative:
B3: date of event: used 01/01/2024 as the event date was not reported.